Manufacturer narrative:
Additional product code: hwc ktt. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that a loan set lcp compact foot set and the 2.4 mm depth gauge was bent and difficult to use and also one of the 2.7mm 12mm locking screws was slightly bent and unable to be inserted. The procedure was completed successfully without delay. There was no patient consequence. This complaint involves one(1) device. This is report 1 of 1 for (B)(4).